Manufacturer narrative:
A.1.-a.5. Patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the 3t heater cooler. This heater cooler device is a loan that was installed in the center some months ago (june 2025). According to customer, the level of h2o2 in the water decreases rapidly. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the heater cooler 3t device resulted positive to mnt chimaera. There is no report of any patient injury.